Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 473 mg/dl. The customer stated that she treated by insulin pump. The customer declined to troubleshoot for the high blood sugar reading. The customer called in and stated that she woke up yesterday morning and the infusion set tubing became detached from the site at the quick-release. The customer was advised that the product will be replaced. The product was returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
The customer's husband had initially called in regarding the incident, he states the customer's blood glucose level was 600 mg/dl at the time of the event.